Event description:
During testing by baxter the spectrum pump displayed constant upstream occlusion alarms. There was no pt involvement. No further info is available.

Manufacturer narrative:
(B)(4). The device has been returned to baxter for evaluation. The investigation is not complete at this time. A supplemental report will be submitted once the investigation is complete.